Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not satisfied with the pain relief received from the scs system. The patient met with the physician and requested for the system to be removed. The physician explanted the scs system as requested.